Manufacturer narrative:
Concomitant medical products: 6947-65 lead, implanted on (B)(6) 2010; dvmc3d1 ICD, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tricuspid insufficiency. The pacing leads were explanted and replaced. No further patient complications have been reported as a result of this event.